Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per customer service, the end-user stated she has had the chair for over 7 years and her dealer is working on getting her a new one. End user states front caster fell off.